Event description:
Device: stryker pain pump 2 blockaid (575-100). Error: e4 pump failure. During patient use, blockaid stopped pumping medication resulting in uncontrolled pain. The patient required a replacement pump and a new supply of ropivacaine.